Manufacturer narrative:
This complaint has been cited as a duplicate of another. Please note that all relevant and corrected information for this complaint has been captured and submitted under mfg report #2249723-2018-02205.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) suddenly alarmed "internal communication failure" and powered off by itself. A nurse restarted the iabp unit and continued therapy without issue. It was suggested to the customer that they switch out the iabp unit when and if okay with the doctor and call for service. There was no patient harm and no adverse event was reported. This report has been cited as a duplicate to mfg report# 2249723-2018-02205.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) suddenly alarmed "internal communication failure" and powered off by itself. A nurse restarted the iabp unit and continued therapy without issue. It was suggested to the customer that they switch out the iabp unit when and if okay with the doctor and call for service. There was no patient harm and no adverse event was reported.